Manufacturer narrative:
One vamp adult system was returned for evaluation. The pressure tubing was found completely detached from the solvent bond joint with sample site. Indications of bonding solvent were present on a small part of the tubing bond area. No residual bonding solvent was present at the sample site tube housing. The outer diameter of the tubing and the inner diameter of the z-site tube was measured and found within specification. A CAPA is open to address complaints of this type. In addition, all personnel involved with the solvent bonding process were notified of this event.

Event description:
It was reported that the tubing female connector was loose. There was no patient injury reported.